Manufacturer narrative:
Initial reporter facility name: (B)(6). Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lowest port of a clearlink system continu-flo solution set "cracked off" and broke. The issue was identified during an unspecified process step. The nurse changed the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.